Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3552 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer, "power piccs inserted in ir by different inserters are leaking at the hub when fluid is flushed through the needless connector cap, the baxter onelink. When the cap was applied to a different catheter, there was no leaking."